Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. During procedure, the posterior and inferior transseptal puncture followed by closure of the laa with a 28mm prosthesis implanted in a ball position initially. The left atrial pressure was 12mmhg, activated clotting levels were 280s and 7000 units of heparin was administrated. The laa was difficult to visualize on transesophageal ultrasound and a contrast injection was administered with a pigtail into the laa. The amulet was implanted after 3 partial recapture. After the procedure, a 6mm localized pericardial effusion was noted. The patient had tamponade but remained stable. A pericardial drainage was performed on the table, but the effusion continued to increase. The patient was quickly taken to surgery to close the hole in the auricle. The physician mentioned the cause of effusion was difficult echography. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
It was reported that during amulet implant procedure the patient developed a pericardial effusion in laa that developed into a cardiac tamponade. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from field indicated that 7000 units of heparin was administered and the patient's activated clotting time level was 280 seconds (in therapeutic range per IFU arten600142796 rev f). Field also indicated that the occluder was partially re-captured 3 times and there was difficulty implanting the device. Abbott requested for procedure imaging to review, this was not provided by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and without procedural imaging, the cause of the reported patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention and surgical intervention was a result of case-specific circumstances as a pericardiocentesis was performed and to close the hole surgically in the auricle. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.